Event description:
An 11 mm/130 degree ti cannulated trochanteric fixation nail and a ti helical blade was implanted for a trochanteric fracture. The patient reportedly fell twice and an x-ray showed the helical blade did not hold the bone together and was removed along with the trochanteric fixation nail. The surgeon performed a bipolar hip replacement.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine manufacturing date without a lot number.